Event description:
A 3.0mm diameter by 18mm length s670 stent delivery system was inserted for treatment of a lesion in the coronary artery. It was reported by the account, that negative prep was performed twice on the stent delivery system prior to insertion into the pt, which may have loosened the stent. The stent delivery system was inserted to the lesion, however, when the stent was almost completely across the target lesion, the stent partially dislodged from the delivery balloon. The delivery balloon was inflated to expand the segments of the stent remaining on the balloon. The delivery system was then removed and another balloon was inserted to fully deploy the stent. Another stent was then inserted to cover the targeted lesion site. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event.